Event description:
It was reported that during a da vinci-assisted general pancreatectomy distal surgical procedure, a repeated recoverable error fault of 23003 was observed. The system logs revealed an issue on arm 3 - axis 4. The caller stated that each time they attempted to move the endoscope on arm 3, the system will fault. The reporter stated that the field service engineer (fse) has been notified of the issue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it did power up with no errors. The procedure was robotically completed with all four arms. The issue is resolved. The patient is female.

Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated recoverable error fault of 23003 was observed, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) confirmed error 23003 on axis 5 of the universal surgical manipulator (usm). Fse replaced the usm in accordance with isi procedures. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis, but the reported failure (error 23003 on axis 4) could not be replicated. However, the error was confirmed via error logs/system logs. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a pftp and passed lissajous, cva, sine cycle, friction, and brake tests. The insertion gearbox, sl pca and ffc will be replaced as a precaution. The complaint regarding a repeated recoverable error fault of 23003 was observed, was not confirmed based on failure analysis. Per the review, the following was confirmed: a distal pancreatectomy procedure was performed on system (B)(4) on (B)(6) 2022. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer completing the procedure as planned due to non-recoverable errors while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.